Manufacturer narrative:
**UDI related data quality updates only.

Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. One device was received for evaluation. Visual external inspection of the device shows multiple physical damage. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6).

Manufacturer narrative:
D3, g1, and g2 email is: (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had "damage". Customer stated that there was no patient involvement.